Event description:
Observations from the field suggested possible insulation problems with this lead. However, noise behavior was not observed. The physician ordered an x-ray and decided to leave the device programmed to bipolar atrial sensing. No additional info is available. Should additional info become available, this event will be updated.